Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: "broken tubing at upper y site. The tubing comes apart below the drip chamber." There was a chemotherapy drug spill. Limited information provided. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Two (2) samples and one picture was returned for evaluation, both samples were unused one with packaging, the second sample sent back was without packaging. It is noted the picture sent back from the customer confirms the l.p. Backcheck valve is detached from the caresite y-site valve. Upon a visual inspection one of the returned samples appears to have the l.p. Backcheck valve detached from the caresite y-site as shown in the picture provided. The second sample returned was tested per specifications with passing results. Based on the evaluation of the samples returned by the customer the defect is confirmed on one sample. On the second sample returned the defect is not confirmed. Incidents of this nature are attributed to operator oversight during the assembly of the product. Although our training procedures ensure that all of our employees are properly trained in their areas of responsibility, an oversight on the part of the operator can attribute to an incident of this nature. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.